Event description:
Can't drive [impaired driving ability] needs something because the swelling is bad [injection site joint swelling] ([condition aggravated]) anxiety [anxiety] little depression coming [depression] can hardly walk [walking difficulty] blood came out gushing out so when the doctor tried to put the band-aid on, it kept gushing [medical device site bleeding] shot hurts a lot/making noises because it was painful/pain is unbearable [injection site joint pain] it didn't work with no reported adverse event [device ineffective]. Case narrative: initial information received on 31-may-2024 regarding an unsolicited valid serious case received from a patient. This case involves a 68 years old female patient who needed something because the swelling was bad, could not drive, anxiety, little depression coming, could hardly walk, blood came out gushing out so when the doctor tried to put the band-aid on, it kept gushing, shot hurts a lot/making noises because it was painful/pain while being treated with medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Patient reported it didn't work with no adverse event reported directly linked to this device ineffective. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing multiple myeloma, bone cancer and knee was swollen. On (B)(6) 2024, the patient received hylan g-f 20, sodium hyaluronate injection in her right knee once (strength: 48mg/6ml, with an unknown dose, route and indication). First time product used: yes. Patient mentioned that her right knee had been bothering her for quite some time. She usually was getting cortisone shots and one time, it lasted four months and then it did not last after that. She had to go back and they gave her another one and she had to wait in between every three months. She was having some difficulties from her multiple myeloma and bone cancer. Her orthopedic doctor came up with this gel, she had seen the commercial before about synvisc-one and they would like to try that if nothing else helped. She was trying to get copay assistance and it was unsuccessful. She said her knee was swollen and she was asking her doctor if they know where to place synvisc-one. They injected it on (B)(6) 2024 and she was told she has to wait 4 weeks for the results. The shot hurt a lot (injection site joint pain) (onset date: (B)(6) 2024, same day latency) (unknown batch number and expiry date), blood came out gushing out so when the doctor tried to put the band-aid on, it kept gushing (medical device site haemorrhage) (date: (B)(6) 2024, same day latency) (unknown batch number and expiry date). Her son was looking and she was making noises because it was painful (injection site joint pain). She said she was not getting any results from the injection after the first week, so she started sending patient portals to them. She could tell that she was getting on their nerves. They said she has to wait 4 weeks, but she was just giving them an update. She was hurt and she could not drive (impaired driving ability) (onset date: (B)(6) 2024, latency: few days) (unknown batch number and expiry date), she could hardly walk (gait disturbance) (onset date: (B)(6) 2024, latency: few days) (unknown batch number and expiry date), the same way she came in and they kept saying she has to wait four weeks. She had anxiety (onset date: (B)(6) 2024, latency: few days) now and a little depression coming (depression) (onset date: (B)(6) 2024, latency: few days) (unknown batch number and expiry date). The pain was unbearable (injection site joint pain). She needed something because the swelling was bad (injection site joint swelling) (condition aggravated) (onset date: may-2024, latency: few days) (unknown batch number and expiry date). They did not get back to her for a day or two. Then the doctor told her they wanted a picture of her knees. They did not wanted to see her or examine her or nothing. She did get cortisone yesterday(30-may-2024). The synvisc-one was supposed to be healthier because it is not a steroid. She did a lot of research after they told her of what she was getting, and it didn't work (device ineffective) (onset date: (B)(6) 2024, latency: few days) (unknown batch number and expiry date). If the cortisone didn't work, she was told they would see her in 2 months. But she said she could not endure the pain in 2 months. She said she was not mentally healthy to wait for 2 months. Information on batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable for all events. Corrective treatment: the patient was treated with cortisone for injection site joint swelling, not reported for injection site joint pain, gait disturbance, depression, anxiety, medical device site haemorrhage, impaired driving ability. At time of reporting, the outcome was not recovered for injection site joint swelling, injection site joint pain, gait disturbance, depression, anxiety, medical device site haemorrhage, impaired driving ability. Seriousness criteria: intervention required for injection site joint swelling, disability for impaired driving ability.

Manufacturer narrative:
Sanofi company comment dated 05-jun-2024: this case involves 68 years old female patient who needed something because the swelling was bad, could not drive, anxiety, little depression coming, could hardly walk, blood came out gushing out so when the doctor tried to put the band-aid on, it kept gushing, shot hurts a lot/making noises because it was painful/pain while being treated with medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the available information, the causal role of the company suspect device could not be denied for the occurrence of adverse events, however the patient had concurrent conditions of multiple myeloma and bone cancer which could be the cofounding reasons.

Event description:
Can't drive [impaired driving ability]. Needs something because the swelling is bad [injection site joint swelling]. ([Condition aggravated]). Anxiety [anxiety]. Little depression coming [depression]. Can hardly walk [walking difficulty]. Blood came out gushing out so when the doctor tried to put the band-aid on, it kept gushing [medical device site bleeding]. Shot hurts a lot/making noises because it was painful/pain is unbearable [injection site joint pain]. It didn't work [device ineffective]. Case narrative: initial information received on 31-may-2024 regarding an unsolicited valid serious case from a patient. This case involves a 68 years old female patient who needed something because the swelling was bad, could not drive, anxiety, little depression coming, could hardly walk, blood came out gushing out so when the doctor tried to put the band-aid on, it kept gushing, shot hurts a lot/making noises because it was painful/pain and it didn't work while being treated with medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing multiple myeloma, bone cancer and knee was swollen. On (B)(6) 2024, the patient received hylan g-f 20, sodium hyaluronate injection in her right knee once (strength: 48mg/6ml, with an unknown dose, route and indication). First time product used: yes. Patient mentioned that her right knee had been bothering her for quite some time due to complications from her multiple myeloma and bone cancer. She usually was getting cortisone shots and one time, it lasted four months and then it did not last after that. She had to go back and they gave her another one and she had to wait in between every three months. She was having some difficulties from her multiple myeloma and bone cancer. Her orthopedic doctor came up with this gel, she had seen the commercial before about synvisc-one and they would like to try that if nothing else helped. She was trying to get copay assistance and it was unsuccessful. She said her knee was swollen and she was asking her doctor if they know where to place synvisc-one.on (B)(6) 2024 her doctor injected synvisc-one after determining the correct placement. She was told she has to wait 4 weeks for the results. The shot hurt a lot/injection was painful (injection site joint pain) (onset date: (B)(6) 2024, same day latency) (unknown batch number and expiry date), blood came out gushing out so when the doctor tried to put the band-aid on, it kept gushing (medical device site haemorrhage) (date: (B)(6) 2024, same day latency) (unknown batch number and expiry date). Her son was looking and she was making noises because it was painful (injection site joint pain). She said she was not getting any results from the injection after the first week, so she started sending patient portals to them. She could tell that she was getting on their nerves. They said she has to wait 4 weeks, but she was just giving them an update. She was hurt and she could not drive (impaired driving ability) (onset date: (B)(6) 2024, latency: few days) (unknown batch number and expiry date), she could hardly walk (gait disturbance) (onset date: (B)(6) 2024, latency: few days) (unknown batch number and expiry date), the same way she came in and they kept saying she has to wait four weeks. She had anxiety (onset date: (B)(6) 2024, latency: few days) now and a little depression coming (depression) (onset date: (B)(6) 2024, latency: few days) (unknown batch number and expiry date). The pain was unbearable (injection site joint pain). She needed something because the swelling was bad (injection site joint swelling) (condition aggravated) (onset date: (B)(6) 2024, latency: few days) (unknown batch number and expiry date). They did not get back to her for a day or two. Then the doctor told her they wanted a picture of her knees. They did not wanted to see her or examine her or nothing. She did get cortisone yesterday ((B)(6) 2024). The synvisc-one was supposed to be healthier because it is not a steroid. She did a lot of research after they told her of what she was getting, and it didn't work (device ineffective) (onset date: (B)(6) 2024, latency: few days) (unknown batch number and expiry date). If the cortisone didn't work, she was told they would see her in 2 months. But she said she could not endure the pain in 2 months. She said she was not mentally healthy to wait for 2 months. Information on batch number and expiration date cannot be requested as product had been discarded action taken: not applicable for all events. Corrective treatment: the patient was treated with cortisone for injection site joint swelling, not reported for injection site joint pain, gait disturbance, depression, anxiety, medical device site haemorrhage, impaired driving ability. At time of reporting, the outcome was not recovered for injection site joint swelling, injection site joint pain, gait disturbance, depression, anxiety, medical device site haemorrhage, impaired driving ability and unknown for device ineffective seriousness criteria: intervention required for injection site joint swelling, disability for impaired driving ability. A product technical complaint (ptc) was initiated on 31-may-2024 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4). The ptc stated: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA(corrective and preventive actions) is required. The final investigation was completed on 18-jun-2024 with summarized conclusion no assessment possible. Additional information was received on 31-may-2024 by quality department from other health care professional: ptc number added. Text amended. Additional information was received on 18-jun-2024 from quality department via other health care professional: ptc results were added. Text was amended. Based on information previously received, the following information [preliminary comments] have been amended.

Event description:
Can't drive [impaired driving ability] needs something because the swelling is bad [injection site joint swelling] ([condition aggravated])anxiety [anxiety] little depression coming [depression] can hardly walk [walking difficulty] blood came out gushing out so when the doctor tried to put the band-aid on, it kept gushing [medical device site bleeding] shot hurts a lot/making noises because it was painful/pain is unbearable [injection site joint pain] it didn't work [device ineffective] case narrative: initial information received on 31-may-2024 regarding an unsolicited valid serious case from a patient.this case involves a 68 years old female patient who needed something because the swelling was bad, could not drive, anxiety, little depression coming, could hardly walk, blood came out gushing out so when the doctor tried to put the band-aid on, it kept gushing, shot hurts a lot/making noises because it was painful/pain and it didn't work while being treated with medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided.at the time of the event, the patient had ongoing multiple myeloma, bone cancer and knee was swollen. On (B)(6) 2024, the patient received hylan g-f 20, sodium hyaluronate injection in her right knee once (strength: 48mg/6ml, with an unknown dose, route and indication). First time product used: yes.patient mentioned that her right knee had been bothering her for quite some time due to complications from her multiple myeloma andbone cancer. She usually was getting cortisone shots and one time, it lasted four months and then it did not last after that. She had to go back and they gave her another one and she had to wait in between every three months. She was having some difficulties from her multiple myeloma and bone cancer. Her orthopedic doctor came up with this gel, she had seen the commercial before about synvisc-one and they would like to try that if nothing else helped. She was trying to get copay assistance and it was unsuccessful. She said her knee was swollen and she was asking her doctor if they know where to place synvisc-one. On 02-may-2024 her doctor injected synvisc-one after determining the correct placement. She was told she has to wait 4 weeks for the results. The shot hurt a lot/injection was painful (injection site joint pain) (onset date: 02-may-2024, same day latency) (unknown batch number and expiry date), blood came out gushing out so when the doctor tried to put the band-aid on, it kept gushing (medical device site haemorrhage) (date: 02-may-2024, same day latency) (unknown batch number and expiry date). Her son was looking and she was making noises because it was painful (injection site joint pain). She said she was not getting any results from the injection after the first week, so she started sending patient portals to them. She could tell that she was getting on their nerves. They said she has to wait 4 weeks, but she was just giving them an update. She was hurt and she could not drive (impaired driving ability) (onset date: may-2024, latency: few days) (unknown batch number and expiry date), she could hardly walk (gait disturbance) (onset date: may-2024, latency: few days) (unknown batch number and expiry date), the same way she came in and they kept saying she has to wait four weeks. She had anxiety (onset date: may-2024, latency: few days) now and a little depression coming (depression) (onset date: may-2024, latency: few days) (unknown batch number and expiry date). The pain was unbearable (injection site joint pain). She needed something because the swelling was bad (injection site joint swelling) (condition aggravated) (onset date: may-2024, latency: few days) (unknown batch number and expiry date). They did not get back to her for a day or two. Then the doctor told her they wanted a picture of her knees. They did not wanted to see her or examine her or nothing. She did get cortisone yesterday(30-may-2024). The synvisc-one was supposed to be healthier because it is not a steroid. She did a lot of research after they told her of what she was getting, and it didn't work (device ineffective) (onset date: may-2024, latency: few days) (unknown batch number and expiry date). If the cortisone didn't work, she was told they would see her in 2 months. But she said she could not endure the pain in 2 months. She said she was not mentally healthy to wait for 2 months. Information on batch number and expiration date cannot be requested as product had been discardedaction taken: not applicable for all events.corrective treatment: the patient was treated with cortisone for injection site joint swelling, not reported for injection site joint pain, gait disturbance, depression, anxiety, medical device site haemorrhage, impaired driving ability.at time of reporting, the outcome was not recovered for injection site joint swelling, injection site joint pain, gait disturbance, depression, anxiety, medical device site haemorrhage, impaired driving ability and unknown for device ineffective.seriousness criteria: intervention required for injection site joint swelling, disability for impaired driving ability.a product technical complaint (ptc) was initiated on 31-may-2024 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4).the ptc stated:based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals.the product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive actions) is required.the final investigation was completed on 18-jun-2024 with summarized conclusion no assessment possible.additional information was received on 31-may-2024 by quality department from other health care professional: ptc number added. Text amended.additional information was received on 18-jun-2024 from quality department via other health care professional: ptc results were added. Text was amended.